Manufacturer narrative:
Explant date: if explanted, give date: not applicable, the lens remains implanted. Other: the device has not been returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zkb00 21.0 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2018. Post-operatively, on (B)(6) 2018, the patient visited the doctor and complained about decrease in visual quality in the left eye. The doctor thought that this could be from posterior capsule opacification (pco), as it has been 3 months after surgery so he gave her mydriatic to dilate her pupil. Yttrium-aluminum garnet (yag) treatment was conducted on the same day, but just before treatment, the doctor recognized a circle-shape opacification in between two (2) diffractive rings. There were no particles from the surface of iol through the slit lamp examination and opacification was found on the iol material itself. The opacification ring size is smaller than the ccc (continuous curvilinear capsulorhexis) size. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.